Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2014 at 11am. The patient manages her diabetes with a combination of diabetic medications (novolog and lantus). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product. The patient claims she developed symptoms of ¿low blood glucose¿ a few seconds after the product issue began. The patient reported being treated by emergency medical services on (B)(6) 2014 at 11.30am and was reportedly treated with IV glucose. At the time of troubleshooting, the cca confirmed the correct test strips and testing technique was being used and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.